Event description:
Kangaroo pump cartridge was set up incorrectly to start so it was removed and reinstalled when pump alerted of cartridge error. The pump started alarming some time later with an empty feeding bag, but the pump had only administered half of the set volume. The pump was set to run 82mls over one hour. The pump alarmed after about 45 minutes and had administered about 100mls. Infant had emesis as a result. Charge nurse and manager notified. Upon inspection, tubing had slipped out of cartridge slightly and was not sitting in pump correctly despite the cartridge sitting in position. Assuming this slip of tubing happened when repositioning tubing after first incorrect installation. New cartridge used and water was run through pump without any concerns or incorrect volumes. Nicu [neonatal intensive care unit] manager note: I did inspect the cartridge in real time and agree that the tubing slipped out of the track that caused the pump to run different to the intended rate and volume. This is of concern if not inspected properly prior to running the tubing. Risk for over volume and incorrect rate. In conclusion: the error came from the tubing cartridge that fell out of the plastic containment box, that caused the pump to incorrectly deliver the feeding.